Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old white male patient had impella 5.5 pump inserted in the right axillary. After six (6) days of using the pump, it stopped, therefore this 5.5 pump was removed and another 5.5 pump was inserted.

Manufacturer narrative:
The clinical describes that the pump was out of position and off for an extended period of time which can exacerbate clot formation. There was no high purge pressure during the case except for when the pump was unable to start. The pump was returned for evaluation and biomaterial was found on the impeller and in the purge gap, there was no blood was found in the purge lumen directly proximal to the motor. The pump was unable to be tested due to covid mitigations. The root cause of the pump stop was ingested biomaterial from the pump off for an extended period of time.